Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a black fragment and clear component. Visual inspection confirmed the complainant¿s experience of seal component separation. The black fragment was identified to be part of the septum, an internal rubber component of the seal. The clear component was identified to be the shield, an internal plastic component of the seal. Based on the condition of the returned unit, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Correction: product information was updated in section d. 510(k) was updated in section g. Manufacturing date was updated in section h. Telephone and fax number were corrected in section g.

Event description:
Procedure performed: unknown event description: event date is unknown. The inner valve fell out during surgery when the [retrieval] sack was introduced and fell into the patient. It was retrieved luckily. No changes in health resulting from the event. Valve was retrieved laparoscopically. Additional information received via email from applied medical representative on (B)(6) 2023: it was a black valve with clear plastic attachments/filters. Type of intervention: valve was retrieved laparoscopically. Patient status: fully recovered.

Event description:
Procedure performed: unknown. Event description: event date is unknown. The inner valve fell out during surgery when the [retrieval] sack was introduced and fell into the patient. It was retrieved luckily. No changes in health resulting from the event. Valve was retrieved laparoscopically. Additional information received via email from applied medical representative on 16 february 2023: it was a black valve with clear plastic attachments/filters. Type of intervention: valve was retrieved laparoscopically. Patient status: fully recovered.

Manufacturer narrative:
The event device is returning to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.